Event description:
(B)(4) is the initial importer of the device which is a rollator. Initial communication was with the end-user however, communication ceased with the receipt of an attorney's letter. The end user fell while using unit and cut her leg on the loop lock. It was initially reported that the unit got away from the user which caused the fall. It is unclear whether the fall broke the lock broke. Our pms associate forwarded a ups label to the end-user to recover the unit but the unit has still not been returned. The end-user was taken to the hospital where she received stitches.